Manufacturer narrative:
Concomitant medical products: product ID: dtba1d4 ICD, implanted: (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds on the left ventricular (lv) lead shortly after implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.